Event description:
Md was performing balloon angioplasty of the left superficial femoral artery. Balloon burst upon inflation. Also, multiple cracks were noted along the catheter shaft. Device removed from field; new catheter utilized. No harm to patient.